Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and numbers were autonomously going up on the screen. Customer's blood glucose was 109 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm noted during testing. All buttons are functioned properly. However, the insulin pump had moisture damage was noted on keypad traces. No unexpected numbers ramping noted. The insulin pump received with cracked reservoir tube lip, minor scratches on display window, cracked case at display window corner and missing o-ring at reservoir tube.